Event description:
A procedure form stating that this rv lead was capped on (B)(6) 2010 also removed and disposed due to infection. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).